Event description:
A peritoneal dialysis pt stated that there was fluid in the cassette door area when he opened it up after treatment. The fluid spilled onto the floor. There is no report of pt ill effect. There is no sample available for eval.